Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The device was evaluated, and the condition was attributed to improper registration of the cartridge due to high firing forces which causes the dlu to shift. Necessary steps to prevent recurrence has been taken

Event description:
The device was used during a ileo-anal pouch procedure. Reportedly, the staple line was incomplete. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.